Event description:
Event description boston scientific crm received information that one day post implant this defibrillation lead exhibited increased thresholds. A chest x-ray was performed and determined that the lead had micro-dislodged.